Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. Additional patient information: the date of death was provided as (B)(6) 2016.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report the device was found to be occluded. Reportedly, the patient is in a coma. It was later reported that the patient had died. According to the report, the death was not related to the device and was caused by hydrocephalus, multiple intracranial space-occupying and lung cancer. It was also later reported that there was no allegation that the device had malfunctioned or was not working properly. The report stated that there was no allegation that a device related issue caused or contributed to the patient's coma and death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.